Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions was confirmed during initial functional testing and archive data review. During initial functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powering on the device. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection of the returned platform was performed and found no physical damage. The archive data review indicated multiple error message user advisory (ua) 45 occurred around the reported event date. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to (B)(6) patient with good known test batteries until discharged and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped continuous compression. There were no errors reported. The user was unable to start the compressions after replacing the lifeband. Following this, the crew immediately performed manual CPR. No known impact or consequence to patient reported. No additional information was provided.